Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: customer reports that during vats case, the surgeon was able to insert and fire the radial reload with no problem. When he was trying to take the radial reload off of the endo gia stapler, he was not able to. It appeared that he was pushing the teal slider in the wrong direction. Scrub nurse tried to tell him but he motioned to her that he would do it and then started to just take the load out with stapler attached. It was coming out fine but then it appeared that he pulled up (as opposed to following the curve of the load) and when the stapler came out, the sales rep checked the radial reload and there was no black retention pin on it anymore. The sales rep informed the surgeon and he then had to make a larger incision (approximately 3inch incision) to check the lung area for the missing pin. After looking around, he was not able to find it internally. The circulating nurse and rep checked the floors and the scrub nurse checked the sterile table. No one was able to find it. The surgeon also checked the planned post-surgery x-ray and it did not show. No reinforcement material was used. Patient current status reported as fine.